Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, noise was seen on the atrial lead. The noise could not be reproduced, and the lead was left in place. The patient was stable and discharged.